Manufacturer narrative:
(B)(4).

Event description:
It was reported that it took multiple attempts to get the second peek bar to embed into the meniscus. It would not deploy.

Manufacturer narrative:
Only the insertion device was returned, no suture or ts. The needle is bent dramatically on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.